Event description:
Customer informed (B)(4) healthcare products llc that after using the lifestyles ultra sensitive condom he experienced an allergic reaction. He advised that he has been to the doctor and been treated by medication. Also, he is scheduled to see a dermatologist on (B)(6), 2012.

Manufacturer narrative:
(B)(4) healthcare products llc is submitting this report on behalf of suretex(B)(4).